Event description:
It was reported that the insulin pump alarmed an error, which repeated once, and then had an unresponsive keypad. The blood glucose reading was 15 mmol/l. The user was attempting to enter the menus of the device when it was noted that the buttons did not respond. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no escape button response due to a flattened button dome switch. No error alarms could be tested due to the unresponsive button. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker.